Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd ( manufacturer ) is submitting the report on technologies llc ( importer behalf of heartsine) h3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd ( manufactrer) is submitting the report on behalf of heartsine technologies llc (importer). There were several ten-minute power ons between (B)(6) 2017. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten-minutes duration, due to a membrane failure.